Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced hyperglycemia with a blood glucose (bg) of 400 mg/dl with nausea, abdominal pain, fatigue and extreme drowsiness associated with an alleged inaccurate delivery. Reportedly, the patient remained on the pump. Trouble shooting was unable to be completed with customer technical support (cts) due to a tactile issue that was presented at the time of the call. This complaint is being reported because the patient allegedly experienced hyperglycemia while on the insulin pump, and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 06/22/2017 with the following findings: review of the black box data revealed an ¿exceeds remaining insulin¿ warning (164) on (B)(6) 2017 at 13:52 followed by a ¿replace cartridge¿ alarm at 13:53. Deliveries resumed at 14:52. The pump history showed the pump was manually suspended on (B)(6) 2017 from 08:03 to 22:56. The last basal delivery was recorded on (B)(6)2017. On investigation, the battery cap returned with the pump was noted to be within the required specifications, intact without damage and able to properly secure to the pump. The pump was powered on and exercised for 24 hours without power interruption, error, alarm or warning. Flow accuracy testing revealed the flow accuracy to be within the required specifications. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pumps interior components. Investigation did not duplicate the complaint and the pump was determined to be operating as intended and without malfunction.